Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with bad sensor alert. The customer states this is the fourth time she has had issues with the sensor reading and calibration errors. The customer's blood glucose level at the time was 250mg/dl. The customer was advised of proper timing for calibrations and advised to change out the sensor. Nothing is being replaced or returned at this time.